Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the powersail balloon was used to post dilate a stent which was implanted at a lesion in the proximal left anterior descending artery (lad) which was moderately calcified and 90% stenosed. The powersail balloon ruptured when an inflation pressure of 3-4 atm was applied. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). Without a returned product for analysis, a root cause for the balloon rupture could not be determined.